Event description:
It was reported that a pt presented after having a valve replacement. The pulse generator displayed a message that eri had been reached with a battery voltage above eri. Upon reloading the device code the device exhibited backup vvi operation. It was clinically resolved by a successful software download. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Initial reporter. Company representative.